Manufacturer narrative:
Reported defect: unilateral deflation of the left breast implant. Condition of product: product was received inside a single sealed peel pouch with activated sterilization I ndicators. The pack included distributors report and health professional's paperwork, including decontamination certificate. Background of the surgery: original surgery was performed by dr in 2000 using hutchison hsl 300 saline-fill implants that were filled to a volume of 340cc, which is within the maximum fill volume limits for these devices. After which in 2007, the pt visited the surgery centre in regards to a suspected deflation of the left breast implant. The pt attended the centre 3 months later, to remove her breast implants. The pt elected not to undergo bilateral replacement surgery. Visual inspection: visual inspection identified a fold flaw that measures approx 77mm in length. The fold flaw is located on the anterior surface in which it extends over the periphery and onto the posterior surface where it develops into a split which measures approx 2mm in length. Product inspection: pressure testing identified no other leaks or breaches. Microscopic examination (x10) of the shell identified signs of fatigue along the fold and around the split. As no lot was provided it has not been possible to perform a review of the product history sheets (mr004) / mfg records to confirm that the product was manufactured within spec. Conclusion: the fold flaw / split are not mfg faults.